Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" and a seizure. A specific bg value was not provided. Cause was not known. The customer required assistance from paramedics to treat bg via a glucagon injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.